Manufacturer narrative:
Customer has been provided with the customer bulletin 32716 rev a (published on june 2015), contains guidance for siemens' recommendations with barcode labels. It is recommended that customers use a check digit if possible and that the barcode bars are perpendicular to the axis of the container.

Event description:
Customer reported that barcode scanner was not properly capturing the barcode found on urine cup. Customer indicated that results did not go to wrong patient but as a mis-scan was caught. The patient's sticker was scanned on the cup and the first number supposed to be 5 but it appeared 6 instead. Customer also indicated that the issue was happening on urine cups that have the barcode wrapped around them. There was no report of injury due to this event.